Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 280-290 mg/dl. The customer delivered boluses via manual injections. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. Later that night, the customer experienced a low bg level (exact value was not provided) and a subsequent seizure. The customer stated that they had estimated how much insulin would be needed to address the previous elevated bg level and had overbolused when correcting with manual injection. The customer drank juice to address bg level.